Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (2.0 mg/ml at 0.0960 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was initially reported there was an edema to the right abdomen, which was later determined to be a postoperative seroma, which was further clarified to be a pump pocket seroma. The patient was examined on (B)(6) 2014 and found fluid to the right abdomen with staple irritation noted during wound check. Prophylactic clindamycin 300mg four times daily for seven days was given to the patient on (B)(6) 2014. The patient was given an abdominal binder on (B)(6) 2014. The patient was examined on (B)(6) 2014 and found seroma at pump site. The seroma was aspirated and lab work was done on (B)(6) 2014 with negative results. The patient was examined on (B)(6) 2014 and found the seroma still present but smaller. The patient was given bactrim ds 800mg twice daily for ten days on (B)(6) 2014. The patient was examined on (B)(6) 2014 and found the seroma present but smaller and no signs or symptoms of infection. The patient was examined on (B)(6) 2014 and found recurrent seroma. The seroma was aspirated on (B)(6) 2014. The patient was examined on (B)(6) 2014 and found the pump site with a well healed scar. The event resolved without sequelae on (B)(6) 2014. The event was unlikely related to the device or therapy but related to the implant procedure. The severity of the event was noted as mild. If additional information is received, a follow-up report will be sent.